Manufacturer narrative:
Date of event: unknown as it was not provided. (B)(6). (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss checked the system for artifacts and found no issues. Mirror 3 was cleaned and calibrated. The iris and slit blades were calibrated. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that six laser vision correction patients presented with central island, astigmatism and overcorrections. Although, there were several attempts for follow up information, no additional information has been provided. This is 4 of 6 reports.